Event description:
It was reported that balloon rupture occurred. A 7.0mmx60mmx135cm sterling balloon catheter was advanced for dilation. However, during first inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.